Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels in the low 300's and trace ketones during past events; current bg level was 273mg/dl. Correction boluses via the pump were delivered to address the bg levels. For the past occlusion alarms the customer would either resume insulin deliveries without changing any pump supplies or the contact would perform a supply change and then customer would resume insulin deliveries. A system check was performed using the current supplies and the pump performed as intended. The contact declined to change the infusion set site or supplies due to being confident the supplies and site were working correctly. Tandem technical support advised the contact to have the customer wear the pump in a case to prevent abrupt temperature changes to the pump to address the issue.